Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked through a crack during use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection performed with the naked eye and magnification revealed broken occluder feet and a damaged (cracked) main body. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Testing determined that leak was caused by broken occluder feet (leak through set) and damaged (cracked) main body. The reported condition was verified. The cause was determined to be a damaged component. Should additional relevant information become available, a supplemental report will be submitted.